Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. There was a degrade dso sensor and defect keypad. Replaced dso sensor, latched locked assembly, len, keypad, labels. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the downstream occlusion sensor is damaged. Top right keypad button intermittently stops working. There was unknown patient involvement and unknown patient harm/adverse event reported.